Event description:
It was reported that a pta balloon could not be deflated. Reportedly, after approx one minute, the pta balloon was able to be successfully deflated and was removed from the pt without incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not been returned to the MFR for eval to date. The investigation is currently underway.